Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer reset the pump to resolve the issue and successfully resumed insulin delivery.. There was no reported adverse impact to the customer¿s blood glucose level.